Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported by clinical staff at the hospital that: patient had a "heavily calcified lad vessel. Turnpike spiral tip broke during procedure. Unable to retrieve." The patient's current condition is reported by staff at the hospital as deceased. The procedure was reported by clinical staff at the hospital to be a planned pci lad rotablation.additional information has been requested from the hospital.

Event description:
It was reported by clinical staff at the hospital that: patient had a "heavily calcified lad vessel. Turnpike spiral tip broke during procedure. Unable to retrieve." The patient's current condition is reported by staff at the hospital as deceased. The procedure was reported by clinical staff at the hospital to be a planned pci lad rotablation.additional information has been requested from the hospital.

Manufacturer narrative:
(B)(4) no returned product evaluation could be completed as the product was not returned for evaluation. The top-level assembly traveler (rt107106, lot 73b2300104) was reviewed. There are no dda's, nce's or any other nonconformances related to this lot therefore supporting the device met material, assembly, and performance specifications. Case details were reviewed. A patient (female 58y) underwent a percutaneous coronary intervention (pci) of left anterior descending (lad). The clinical staff at the hospital stated, "tip broke during the procedure". As per the additional information received, the patient was noted to have a medical history of conditions such as ckd, esrf, severe pvd, dm, severe triple vessel disease. Tip of the turnpike was left in the body. Remainder of the shaft was discarded. The IFU states the following warnings and precautions: never advance, withdraw, or rotate an intravascular device against resistance until the cause of the resistance is determined by f luoroscopy. Movement of the catheter or guidewire against resistance may result in separation of the catheter or guidewire tip, other device damage, or vessel injury. Do not rotate the catheter more than two (2) consecutive 360 rotations in either direction if the distal tip is not also rotating and advancing, as it may result in separation of the catheter, damage to the catheter, or vessel injury. Exercise care in handling the catheter during a procedure to reduce the possibility of accidental breakage, bending, or kinking. It is unknown if the turnpike was operated against resistance. Tip material subjected excessive torque can fatigue the material leading to separation. No confirmation was provided by the customer. No pictures of the catheter or angiograms were shared. It is unknown how much of tip separated. The tip was not removed. A manufacturing record review was completed for lot 73b2300104 and no related nonconformances were found. Based on the limited information and no product returned, the most likely root cause of the issue is undeterminable. The der process will continue to monitor for any similar events.